Event description:
International affiliate reports moss miami pedicle screws were removed and the construct was extended. Moss miami had been inserted ¿many years ago¿, exact date unknown. An l4-s1 fusion was done using moss miami. Patient complained recently of lower limb pain & a disc bulge was noted at l3/4. Surgeon planned to remove the moss miami and fuse l3-s1. During the procedure it was found that the fusion was very strong so the plan changed to cutting the rods at l4/5, leaving the l5/s1 construct in place and fusing l3/4 using solera from medtronic. The procedure went as planned. As reported, this appears to be a natural progression of the disease state with no product failure indicated. However, a medwatch report is being submitted to document the event.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As the implant date is unknown, the date of this report has been entered into the required field. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded.